Event description:
During the transapical tavr procedure, post deployment of a 26mm sapien xt an echo showed moderate paravalvular leak (pvl) in the area of the non coronary cusp. Post deployment angiogram showed moderate pvl with canted alignment of the valve. The non coronary cusp side was deployed 20:80 (80% in the lvot) and 50:50 on the left coronary cusp. A second 26mm sapien xt valve was prepped and implanted in a more aortic position on the non coronary cusp side. Post deployment demonstrated mild pvl. The apex was repaired and the patient was sent to the unit in stable condition. On pod7, the patient received a permanent pacemaker due to pre-existing slow heart rate. The native aortic annular diameter was 21.9mm x 28.1mm by CT with an area of 493.3mm². The aortic valve was mildly calcified and the native leaflets were moderately calcified. The image intensifier angle was noted to be good, the coaxial alignment of the valve and delivery system was described as fair, ventilation was held and there was no loss of pacing capture during deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition and pvl are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that improper valve positioning prior to deployment (valve was not perpendicular to the annular plain) ultimately led to the too ventricular and canted position of the valve. The moderate pvl was most likely caused by patient¿s oval shaped annulus and malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
The valve was deployed canted (tilted) with the non coronary cusp deployed 20:80 (80% in the lvot), the entire valve was not too ventricular as stated in the prior conclusion there are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In this case, it was reported that improper valve positioning prior to deployment (valve was not perpendicular to the annular plain) ultimately led to the canted position of the valve. The moderate pvl was most likely caused by patient¿s oval shaped annulus and malposition of the valve.